Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead damage caused by clavicular crush and intermittent loss of capture (loc) with high impedance measurements. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The outer coil conductor resistance measured as an electrical open, indicating a fractured or broken conductor. A fractured outer coil conductor was observed ~22.4 cm from the terminal end. Fracture characteristics are consistent with clavicle/first rib damage.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead damage caused by clavicular crush and intermittent loss of capture (loc) with high impedance measurements. A new lead was implanted. No additional adverse patient effects were reported.